Manufacturer narrative:
On 20-aug-2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: implant exchange. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 275cc gel breast prosthesis that ruptured after implantation. Left breast prosthesis rupture was discovered during an implant exchange surgery on (B)(6) 2020. The patient had both of her breast prostheses explanted and they were replaced with a mentor memorygel breast implant 250cc gel breast prosthesis and a mentor memorygel breast implant 375cc gel breast prosthesis. The explanted devices were discarded after surgery.